Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient was not wearing the lifevest due to a skin irritation under the electrodes. The nurse reported that they had a wound care nurse who was going to examine the area and that the patient may be prescribed a powder for the irritation. It is unclear if the patient received medical treatment for the rash; however, during a follow-up the patient reported that the rash had improved. No alleged device deficiency.